Event description:
The patient said that the pump did not activate desired pump functions or intermittently activated pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive and required multiple button presses and more force in order to elicit a response. The ok keypad button was found to be extremely hard to respond to button presses and was found to be inverted. The keypad buttons did not spring back and click back normally. There was evidence of keypad contamination found under all key contacts.